Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, past instances of noise were observed on the right ventricular lead. The noise could not be reproduced. Device reprogramming was performed and the patient would continue to be monitored.